Event description:
A malfunction was reported on a pump, indicated by a specific malfunction code. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the issue was resolved without recurrence. The customer was informed to contact support again if the malfunction reappears, and they confirmed their understanding.